Event description:
A 4.0mm diameter x 15mm length medtronic ave s670 over the wire stent delivery system was inserted into the left anterior descending coronary artery. The target lesion was pre-dilated with a 2.5mm diameter x 15mm length quantum ranger balloon. The left anterior descending artery was reported to be 3.9mm proximal to the target lesion. Following predilatation, the stent was deployed at 12atm (i.d. 4.3mm at 12atm) in the mid-left anterior descending artery. Following a deployment of the stent, there was abrupt closure distal to the stent and a perforation was noted. The stent delivery balloon was then inserted to the site of closure and dilated. There was prompt restoration of blood flow to the artery following the balloon dilatation. An intra-aortic balloon pump catheter was then placed with good augmentation. However, the pt's blood pressure began dropping and a pericardiocentesis was performed unsuccessfully. Therefore, a echocardiogram was performed which revealed a small effusion. The pt continued to be unstable despite inotropic drug support. Subsequently, the pt became unresponsive, was intubated, and sent to surgery for a pericardial window. It was reported that the pt expired the day after the procedure. The physician did not follow the instruction for use when the lesion was not pre-dilated 1:1. There was no add'l clinical sequelae reported relative to the event.